Event description:
A distributor reported on behalf of a healthcare facility in japan that the elbow of a rt046m non-vented hospital full face mask was leaking gas during patient use. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The rt046 non-vented hospital full face mask features a mask base, seal, and headgear. The mask is intended to enable noninvasive positive pressure ventilation (nppv) therapy (CPAP or bi-level) to be delivered to spontaneously breathing adult patients with respiratory insufficiency or respiratory failure and have been prescribed nppv. The masks are to be fitted and therapy maintained by trained medical practitioners in a hospital/institutional environment with patient monitoring in place. Method: the complaint rt046 non-vented hospital full face mask was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. The unit was visually inspected and connected to gas flow to check for leaks. Results: visual inspection revealed no damage to the returned rt046 non-vented hospital full face mask. There was also no audible leak identified from the elbow as reported by the customer. Conclusion: we were unable to determine what may have caused the leak from the elbow of the mask as reported by the customer, as no fault was found with the device. All assembled rt046 non-vented hospital full face masks are 100% leak tested, and those that fail are rejected. In addition, a sampling for pull test is conducted. The subject full face mask would have met the required specifications at the time of production. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt046 non-vented hospital full face mask. It also states the following: -ensure adequate patient monitoring is in place. -verify that the therapy device, including alarms and safety systems, are functioning correctly prior to use. -the mask must be fitted and therapy established by an appropriately trained medical practitioner or care provider. -this mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. - failure to monitor the patient may result in loss of therapy, serious injury or death.

Event description:
A distributor reported on behalf of a healthcare facility in japan that the elbow of a rt046m non-vented hospital full face mask was leaking gas during patient use. There was no patient consequence reported.

Manufacturer narrative:
(B)(4) we are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.